Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. Technical services (ts) was consulted and discussed the noise was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Technical services (ts) discussed potential causes and troubleshooting options. The s-ICD and electrode remain in service.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.